Manufacturer narrative:
Updated fields:b4,d9,e2,e3,g3,g6,h2,h3,h11 corrected field:d5,d10,g2,g7.

Event description:
N/a.

Manufacturer narrative:
Event site name: (B)(6) hospital. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that the intra-aortic balloon pump (iabp) alarmed autofill failure. No harm is reported.